Event description:
On june 23, 2026, nakanishi became aware of handpiece overheating through a complaint input into the complaint database by a distributor (B)(4). Details are as follows: the event occurred on may 19, 2026. The dentist was performing a third molar extraction procedure on a patient using the sga-e2s handpiece (serial no. (B)(6). During the procedure, the handpiece overheated unexpectedly, and the patient received a thermal burn injury to their lip. The patient's injury was treated at the time of the incident without need for additional treatment.

Manufacturer narrative:
The dentist refused to provide information about the patient.